Manufacturer narrative:
(B)(4) - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced in is being filed under a separate medwatch MFR number.

Event description:
This is filed to report that the tip of the steerable guiding catheter (sgc) was noted to be torn. A torn soft tip has the remote potential to cause serious injury if a piece of the soft tip is left behind in the anatomy. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was inserted into the steerable guiding catheter (sgc) and the alignment markers were confirmed to be aligned. The cds was advanced to the mitral valve; however, when the m-knob was turned, the cds immediately started deflecting medial and posterior instead of medial and anterior. It was not possible to achieve steering, even with +/- and/or a/p knob rotation; therefore, the cds was removed. Once removed, it was observed that the alignment markers were no longer aligned. A new cds was used without issue. One clip was implanted, reducing the mr to 1. After use, the sgc tip was noted to be torn. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. No additional information was provided.

Manufacturer narrative:
(B)(4). Device status changed to returned. Evaluation summary: the device was returned and investigated and the reported steerable guiding catheter (sgc) torn soft tip was confirmed. All available information was investigated and a definitive cause for the tear in the soft tip could not be determined. It is possible that there was an interaction between the clip and guide tip and retraction of the clip delivery system through the sgc caused the tear on the soft tip of the sgc; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.